Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all the keys on the keyboard were not responding. A technical support specialist was able to log in to the station and performed a proper reboot through the maintenance menu. Verified that the station application launched fully after the reboot. Advised customer to log in and was successful. Customer confirmed that everything was functioning normally again. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station keyboard was not responding, and all keys were unresponsive. The issue occurred while the user was attempting to pull medications. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.